Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Pt's home health nurse reports a system timeout alarm prompting on the pump (serial number and expiration date not provided). Alarm is for internal lithium ion battery needing to be replaced. Pt is currently on day 1 of 2 for her infusion. Nurse confirmed she has gravity supplies on hand to complete the infusion today. New replacement pump, manual, and return box added to profile. Confirmed with nurse no missed dose at this time. Confirmed pt has had no adverse effects due to the faulty pump. Confirmed that faulty pump is currently in their possession and able to be returned to pharmacy. No further information to provide at this time. Gamunex frequency: infuse 25gm (250ml) intravenously daily for 2 days every 4 weeks.